Manufacturer narrative:
The unit tested according to manufacturer specifications; no failure found. The device history record revealed no abnormalities related to the reported incident was found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. There is no service history on file. The complaint event was unconfirmed. The root cause is unknown, however most likely reason is user preference for mayfield metal equipment.

Manufacturer narrative:
Additional information was received from an integra account manager on (B)(6) 2018 stating that the surgeon uses standard navigation that¿s fixated on the ratchet of the skull clamp and then placed left lateral of the patient's head. This created a distance between the patient¿s head and the reference tool of the navigation. The movement comes from a elasticity of the "peek" compared to metal. So if the rocker arm moved (forward and backward) this creates a difference of distance between the tumor and the navigation reference tool. The account manager stated that he was aware that the force should be downward and not forward or backward. But when a reference is made, the patient is covered with sterile material, suction, bipolar and cusa. The customer is concerned that this creates only a millimeter of difference, making the navigation not reliable anymore.this issue is only taking place when a "non-em" navigation is used. With "em", this is no issue because then the reference tool can be fixated directly to the cusa handpiece.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2018, the a3059 mayfield composite series skull clamp had too much movement when the patient was positioned in the skull clamp. There was no patient injury reported. There was a 10 minute increase in surgery time.